Event description:
A customer reported a malfunction on their pump, identified as malf 0, occurring multiple times without any prior notable events. Their blood glucose level did not exceed 500 mg/dl, and it was confirmed there was no adverse impact on the level. The customer will continue to use current pump for insulin therapy.